Manufacturer narrative:
The device was returned to the MFR and an eval is anticipated. This report will be updated when the eval is complete.

Event description:
It was reported that the handpiece would not stop running during a procedure. The customer pulled another device to complete the procedure. There was no medical intervention required and no procedural delay in this event.